Event description:
It was reported that the devices broke and were leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use in a pulmonary embolism treatment procedure. Two catheters were placed, and the patient was brought to the intensive care unit (ICU). During treatment there, the catheter broke at the luer connection. The patient was brought back to the catheterization laboratory to replace the catheters, which were also broken. The patient was transported back to the catheterization laboratory on four occasions to replace broken catheters. There were no other patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory microscopic visual inspection of this ekos endovascular device infusion catheter (ic) showed cracking on the drug and coolant luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug port where the cracking was present. The reported events of cracking leading to a leak were confirmed.

Event description:
It was reported that the device broke and was leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use in a bilateral pulmonary embolism procedure. Two catheters were placed, and the patient was brought to the intermediate care (imc) station. During treatment at the imc, the catheter broke at the luer connection on the drug port. The patient was brought back to the catheterization laboratory to replace the catheter. There were no patient complications.